Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs anchor site. The patient also reported additional extremity pain and erectile dysfunction but a series of tests were ran including a CT scan and they were negative. The physician believes these issues are unrelated to the stimulator. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where his entire scs system was removed.